Manufacturer narrative:
The device with trunk and lead cables were received at philips bench repair on jan 27, 2017. The biomed technician evaluated and was unable to reproduced problems after connecting it to a simulator. Thereafter, a biomed technician found one of the lead limb cable was kinked. The biomed technician informed customer to call the sale rep for cable replacement. The device is fully functional with test cables and simulators. The device will be returned to customer for use.

Event description:
The customer contact philips healthcare to report: 12 leads with flat line. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.